Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f27 ¿ no patient involvement. Device problem code: a020504 - tear, rip or hole in device packaging.

Event description:
It was reported that packaging break to be found in the middle of the syringe packet making it unsterile. 1 found at this stage, could impact on more

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of packaging damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the sample packaging had been overcut on top web. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The possible root cause is an error during the in-process inspection by production technician and quality assurance associates. There was a safety knife used to cut the shipper carton tape and carry out the inspection for blister packages. During the process, the knife might over cut the top web and the associates were not aware of the affected unit blister package with the cut off. The nonconformance could have been missed and re-taped after inspection resulting it to go to the next process and be packaged to customer. To prevent this defect, communication will be conducted with production technician and quality assurance auditor about the incident of over cut top web and that the top web must be checked before packing into carton box. To check the effectiveness of this communication, interviews with the production technician and quality assurance auditor will be conducted. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that packaging break to be found in the middle of the syringe packet making it unsterile. 1 found at this stage, could impact on more.